Event description:
The patient reported experiencing diaphragmatic stimulation. Programming changes were made, with limited success, and the lead rema ins in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.